Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values 5 days after the sensor was inserted in the upper buttocks. The patient experienced hyperglycemia with ¿tummy ache¿, vomiting, headache, and red eyes. The patient was taken to the emergency department by the father and was treated there with IV medication fluids and with multiple insulin corrections via pen, they did not disconnect the insulin pump. The cgm was reading 62 mg/dl and the blood glucose reading was 497 mg/dl. The patient stayed at the hospital overnight and was discharged. At the time of the report the patient was at home and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0833 red eye(s).